Event description:
Fmc canada reported(#1156) an internal leak(second use). Estimated blood loss 250cc. No medical intervention. The sample is not available for examination. Medwatch filed on the blood loss.